Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva 20 ga x 1 in single port blood leakage at isolation plugs when used, blood leaks from the isolation plug, claims need to be settled, complaint return letter needed, complaint receipt letter needed. 1 defective product may be returned.

Manufacturer narrative:
Our quality engineer inspected the 240 representative samples submitted for evaluation. The reported issue of blood leaks out of control plug was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. The samples were subjected to flashback and air water leak tests. All samples passed with no abnormalities during testing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The root cause could not be determined as the defect was not replicated.

Manufacturer narrative:
Our quality engineer inspected the 240 representative samples submitted for evaluation. The reported issue of blood leaks out of control plug was not confirmed upon inspection of the samples. Analysis of the samples showed no damages or defects. The samples were subjected to flashback and air water leak tests. All samples passed with no abnormalities during testing. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. As continuous improvement action, the team has initiated a review at the zone 4a septum assembly process to address the missing secondary septum which was observed from the returned sample. A probe sensor is in place to detect the presence of the secondary septum. A probable cause of this issue could be that the secondary septum was protruding and not properly seated within the canister, leading to it dislodging during the assembly process.